Event description:
Customer reported receiving high blood glucose readings from their freestyle monitor and administered herself with insulin accordingly. Customer also reported experiencing symptoms of fatigue, dizziness, tremor, feeling clammy and loss of consciousness. There was no report of third-party medical intervention nor hospitalization.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.